Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was sleeping. Customer's blood glucose was reported as higher than normal; value was not provided. Customer reverted to using an alternate method of insulin therapy.